Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(6) the device was returned, analyzed, and did not meet expected longevity due to an unknown cause.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and did not meet expected longevity due to an unknown cause..

Event description:
The patient reported that the implantable cardioverter defibrillator (ICD) delivered six shocks, and that the ICD did not last eight to ten years. The ICD was removed and replaced. No further patient complications were reported as a result of this event.

Event description:
The patient reported that the implantable cardioverter defibrillator (ICD) delivered six shocks, and that the ICD did not last eight to ten years. The ICD was removed and replaced. No further patient complications were reported as a result of this event.